Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 514 mg/dl. The customer's current blood glucose is 211 mg/dl, 66 mg/dl, 343 mg/dl and 321 mg/dl. The customer stated that he inserted insulin and no food but it¿s still going up. The customer confirmed that he confirmed basal and bolus is same from previous pump but it¿s still out of range. The customer treated with carbs for the low blood glucose. The customer declined troubleshooting. The insulin pump will not be returned for analysis.